Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 297 mg/dl and it was addressed with a bolus via the pump. Troubleshooting did not occur as the contact was not with the customer or the pump at the time of the report. The contact indicated that the cartridge and the infusion set would be changed.